Event description:
The customer reported false high troponin I plasma results on four patient samples. The same patient samples were repeat tested in duplicate and gave normal troponin I results. An elevated result of the magnitude obtained might initiate unnecessary clot lysis therapy or a cardiac catheterization. There was no report of patient harm as a result of this event.